Event description:
It was reported by the patient that when the power cord for the remote monitor was attempted to be unplugged, the prongs from the cord disconnected and were left in the outlet. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.